Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx failed to acquire etco2 does not "pick up". There was no reported pt impact.